Event description:
After a cc4204bf model lens was implanted, it began to tilt in the eye. This was due to a capsule tear. The lens was removed and a vitrectomy was performed. The surgeon stated he was not sure what caused the capsule tear. Add'l info has been requested but to date has not been rec'd.